Event description:
It was reported that the device was displaying a service icon and had an error code in memory that indicates a potentially critical failure. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however the reported condition could not be duplicated. Ten 3 a.m. Monthly tests and ten 3 a.m. Daily tests were performed with no discrepancies. Further root cause of the reported failure could not be determined.